Event description:
Caller states they wish to file report because they feel their latex allergy is "uncommon" and would like to file report with FDA. States that she is not a health care professional, but works in a dental office, and on occasion has worn latex gloves. Began to notice hives/redness on hands & wrists after handling charts only. States gloves worn in office were powdered, & residue often covered charts. Went to allergist who tested her & determined latex allergy.